Event description:
This report is to advise of an event observed during analysis confirming a fractured tip of the catheter.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent and fractured 0.28¿ proximal to the distal tip, just proximal to electrode ring 2. Damage was noted to the internal components at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent and fractured 0.28¿ proximal to the distal tip, just proximal to electrode ring 2. Damage was noted to the internal components at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tip of the catheter.